Manufacturer narrative:
(B)(4). The event is currently under investigation. Requested but not provided.

Event description:
When the physician was tightening the syringe onto the hub, the hub cracked on the seam. A new beacon tip hydrophilic catheter was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU) and quality control was conducted during the investigation. Product was not returned, therefore a document based investigation was performed. There is no evidence to suggest the product was not manufactured to specification. This device is shipped with IFU which contains instructions and cautions for use. Force applied at the base of the fitting can lead to stress fractures as evidenced by the damage displayed. It is likely excessive torqueing between the pressure injector and catheter fitting during a procedurally related circumstance contributed to the event. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. Quality engineering assessed the risk using quality engineering risk assessment. No further risk reduction activities are required.

Event description:
When the physician was tightening the syringe onto the hub, the hub cracked on the seam. A new beacon tip hydrophilic catheter was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.